Event description:
It was reported, "the arthroplasty was revised due to loosening of the femoral stem. The acetabular liner, femoral stem, and femoral head components were revised. The components were implanted in situ for 1.65 y." Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Neither the devices nor additional information is available from the research facility.